Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a problem opening the door. There was no patient involvement. The part was not calibrated, it was put it in the good position. The dingus is a little finger which goes in this hole and it was not in the good position.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. There was a problem with opening the door. Recalibr ated/repositioned the dingus, reset position of gantry and rotor. Functional tests was okay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.